Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed tcmid: 02 (ce error). There was no report of patient involvement during this event. No additional information was originally provided. Additional information from the customer has been requested.

Manufacturer narrative:
The thermogard xp was evaluated and serviced in cologne, germany service center. The reported event was confirmed. The archive review showed the error message tcmid:02 (cooling engine error). A damaged wire harness connection was identified in the cooling engine during the evaluation of the console. After repair, the thermogard was tested for functionality and electrical safety. The console passed all testing criteria.